Event description:
It was reported that a remote monitoring transmission revealed that the device had a power on reset (por). It was noted that the patient was sitting next to a high power electrical box. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one power on reset (por) for write to locked ram, addr=11af, data=11 on (B)(4) 2012. There was one patient alert for por on (B)(4) 2012.